Event description:
It was reported that the 3.0 x 28 mm vision stent was unpacked and the protective sheath was removed. No resistance was noted during the removal of the protective sheath. Prior to insertion into the patient, the stent implant was noted to have dislodged and remained on the table. The device was not used on the patient. Another vision stent of the same size was used successfully to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.